Event description:
It was reported that during a mis lumbar fusion procedure, the bur broke in the attachment chamber at the end of a case. It was also reported that the procedure was completed using the same attachment. It was further reported that there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The bur subject to this investigation was not returned to the MFR for eval; however, the repair unit in kalamazoo assessed the bur and attachment. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specifications were met. Lot number info has not been provided to permit further investigation. The root cause is undetermined. The attachment associated with this MDR is as follows: part number: 5100120952, lot number: 10041.